Event description:
It was reported that a patient experiencing stenosis and a bulging ruptured disc secondary to a mva accident underwent an anterior cervical discectomy at c5-6, anterior interbody arthrodesis at c5-6 using autograft bone and 8mm cortical cancellous bone cage and an anterior cervical plate system. According to the report, "during surgery the screw was placed at an angle and the vertebral bodies broke" and the imaging films taken intraoperatively showed no hardware fracture. It was also reported that several days postop, the patient experienced "numbness, tingling, pain in upper extremities and some questionable paralysis, weakness and decreased rom in ue". Post-operatively, it was noted that two of the four screws were angled through the vertebra and into the disc space below. There is reportedly "lordosis due to the procedure, as well as stenosis and bulging rupture disc". It is unknown if a revision surgery has been performed. No other information was reported.

Manufacturer narrative:
(B)(6). (B)(4) - (malposition of device), location: hospital. Radiology films interpretation: "3 views of postop cervical spine with acdf performed at c5/6. Bone interbody spacer is noted with cervical plate spanning c5-c6 with 4 screws. Inferior screws penetrate inferior endplate of c6 extending into c6-7 disc space. As screws converge and do not extend posterior to posterior vertebral body, they could not be causing any neurologic compression." Root cause: inconclusive. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.